Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. Event date is an approximation. On 07/31/2025, it was reported that the patient developed redness, a rash, and pimples/bumps under sensor patch. At an unspecified later time, the symptoms spread from the arm insertion site to the chest which prompted her to consult a dermatologist who prescribed topical opzelura ointment, and the symptoms subsided after the treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.